Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to treat for a post cholecystectomy leak from within the hepatic duct. According to the complainant, while completing the sphincterotomy of the common bile duct sphincter the device sparked twice. When the device was removed from the patient it was observed that the cut wire melted off the tome leaving only a small piece of the wire hanging from the proximal end of the tome. No part of the cut wire was found inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event of cutwire detached. The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.